Manufacturer narrative:
Investigation: per the run summary for the event, the duration of the run was 40 minutes and the ac that was returned to the donor was 150ml. Total ac to the patient was determined to be 201ml. The final fluid balance of the donor was determined to be 98%.the rate of ac infused to the donor was initially 0.42 ml/min/ltbv. Once adjusted by the technician after the identified the error the rate was corrected to 0.87 ml/min/ltbv. The trima system calculates the donor's total blood volume (tbv) based on the donor's gender,height, and weight and determines the rate at which anticoagulant (ac) is delivered to the donor based on the tbv and length of the procedure. This feature is based on the knowledge that the absolute citrate accumulation (and the associated decrease in calcium) is a function of both the rate and the duration of ac infusion. Thus, higher citrate infusion rates can be tolerated in shorter procedures. The maximum ac infusion rate allowed on the system is an average of 1.2 mlac/min/l tbv. Based on the ac infusion rate calculations for this procedure, the donor received 0.87ml/min/ltbv, which is below the maximum ac infusion rate of 1.2 allowed on the system. The trima system requires the operator to confirm all donor vitals entered before prompting to connect the donor. The trima system requires confirmation if an entered height and weight combination is outside of the acceptable bmi range in order to mitigate height and weight value mix-ups and general mis-entries. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. As the customer was able to identify their data entry error and demonstrated full knowledge of the consequences of entering an incorrect weight value as they discussed the issue with terumo bct customer support, retraining was determined to not be necessary for this event. Root cause: based on the clinical findings, the root cause was an inadvertent operator data entry error.

Event description:
The customer reported that they had entered the incorrect donor weight for a platelet procedure on a trima accel device. The technician stated that the procedure was started with the donor weight entered as (B)(6) lb when the actual weight of the donor is (B)(6) lb. The technician noticed that there appeared to be more volume than expected at 19 minutes, so they checked the run values and found the error. The technician dropped the product down to a single product and shortened the procedure to avoid over-drawing the donor. The donor had no ill effects from the donation, per the customer the collection did not exceed allowable limits. No medical intervention was required for the donor. The customer stated that the donor was given several tums orally at the start of the procedure, per the customers internal policy for platelet donations. Full donor identifier: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.